Manufacturer narrative:
Manufacturer report number was filed in error, as it was found to be a duplicate of manufacturer report number 0001811755-2016-00079.

Event description:
It was reported that during a procedure conducted at the user facility the accuracy was off approximately 4.5 mm. The procedure was completed successfully without a delay, adverse consequences or medical intervention.

Event description:
It was reported that during a procedure conducted at the user facility the accuracy was off approximately 4.5 mm. The procedure was completed successfully without a delay, adverse consequences or medical intervention.